Event description:
It was reported that the user experienced recurrent hypoglycemia following meal announcements made when blood glucose was approximately 75 mg/dl, with another episode reported at 70 mg/dl; the user¿s spouse treated one event with oral carbohydrate (cranberry juice), and education was provided to announce meals at higher glucose and to review meal size entry. Investigation of this case revealed user-related factors, including meal announcement timing at low glucose and potential incorrect meal size entry. Symptoms included tingling consistent with hypoglycemia. Outcomes included recovery to blood glucose range during the calls, with no medical intervention beyond oral glucose and no hospitalization. It was concluded that the event was consistent with hypoglycemia related to use conditions, and device malfunction was not identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.